Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a signal artifact monitor (sam) episode due to noise from a surgery. The device remains in use. No adverse patient effects have been reported.